Event description:
It was reported that the patient experienced dizziness and presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited noise. The device was explanted and replaced on (B)(6) 2015. The patient experienced no complications due to the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.